Event description:
The patient contacted lifescan alleging that her one touch basic meter was reading inaccurately erratic. The patient obtained results of 13.6 and 1.1 mmol/l within 20 minutes of each other, while feeling thirsty. The patient took no extra medication or food following use of the meter, thereby indicating a potential malfunction of the meter in terms of precision. Three days later she obtained a result of 11.8 mmo/l at 4:40pm; she consulted with her doctor and "was advised to watch her food intake and to check out the accuracy of the meter". The customer care rep (ccr) walked the patient through a check strip test that fell within specifications. The patient was unable/unwilling to answer if she was cleaning the puncture site correctly, applying blood to the test strip correctly, or cleaning the meter correctly; incorrect technique in any of these procedures can contribute to inaccurate results. The meter was replaced.